Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the 6x80 mm absolute pro self expanding stent system (sess), the stent prematurely deployed and was flowering as the stylet was removed from the distal end of the catheter. The stylet was not fully removed as there was resistance. The device was not used and there was no patient involvement. A non-abbott device was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. The reported difficult to remove was unable to be confirmed. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that during unpackaging and/or during preparation for use inadvertent mishandling resulted in the noted kinked sheath and the noted stylet bend; thus resulting in the reported difficult to remove the stylet. Manipulation of the compromised device in attempts to remove the stylet ultimately resulted in inadvertently partially deploying the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.